Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd ultrasafe¿ plus x100l there was an issue with a loose plunger. There was no report of injury or medical intervention.

Manufacturer narrative:
Unconfirmed, no sample provided. The batch was produced by bd supplier. Batch release documents were checked and no abnormalities were observed. The batch was released on the applicable specification. A full root cause analysis could not be conducted with the available information and is closed without a conclusion.

Event description:
It was reported with the use of the bd ultrasafe plus x100l there was an issue with a loose plunger. There was no report of injury or medical intervention.